Manufacturer narrative:
Device passed displacement test and self test. Pump error 54 and 3 alarm noted in formatted history file due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received multiple pump error alarms. Customer was able to successfully clear alarm and able to rewind the insulin pump. Customer was performing displacement test and it did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.